Event description:
Clinic notes dated (B)(6) 2013 that the patient had experienced an increase in seizure. There had been 10 seizures over the past 3 months. The notes indicate that the vimpat dosage was increased to 150 mg. Vns settings were not changed. Clinic notes from the following visit on 10/30/2013 note that the patient's seizures had decreased to 2 seizures over the past 3 months. Attempts to obtain additional relevant information have been unsuccessful to date.